Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed as no log files were submitted; however, it was reported that the alarms were not activated until the time the patient went unresponsive. A specific cause for the reported patient outcome could not be determined and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and could not be conclusively established through this evaluation. (B)(4) was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 14mar2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unresponsive at home. Cardiac pulmonary resuscitation (CPR) was initiated but unsuccessful. When the patient went unresponsive low flow alarms started. There were no alarms prior to the patient going unresponsive. The patient passed away. The device was not returned for evaluation. The device operated as expected and the patient's death was not considered to be device related.